Event description:
It was reported that during a follow up, the patient was in atrial tachycardia and vt episodes were stored on the device. The episodes were fast at with a 1:1 conduction misclassified by the device. One of the episodes has been treated with atp and shock because device diagnosed a vt due to atrial undersensing. The patient was given medication in order to avoid the occurrence of fast at. The device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.